Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient saw burns on the outlet where the power cord was connected to. No troubleshooting taken; a replacement power cord was sent to the patient. The monitor would remain in use. No patient complications have been reported as a result of this event.